Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "customer emailed with a fault with their hamiltonc3 "patient receiving niv (non-invasive ventilation). Ventilator began alarming. Unable to get rid of error." (2) health effects: no health consequences or impact and no clinical signs, symptoms or conditions occurred.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: hamilton medical ag`s conclusion: based on the evaluation of the available data and the analysis of the device's error log, the reported event occurred during active ventilation. During the incident, the device triggered several technical alarms, including "vt high", and subsequently entered ambient mode due to complete battery discharge. The analysis confirmed that the root cause of the event was a defective power cord, which led to a loss of power supply and the resulting battery depletion. As a corrective measure, the power cord was replaced. Following this intervention, the device resumed operation without further issues.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported, to hamilton medical ag: (1) detailed complaint and failure description: "customer emailed with a fault with their hamilton c3. "Patient receiving niv (non-invasive ventilation). Ventilator began alarming. Unable to get rid of error". (2) health effects: no health consequences or impact. And no clinical signs, symptoms or conditions occurred.